Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1j2bu, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. The main component of the system; other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative regarding a patient who had an implantable neurostimulator. It was reported that patient had a full explant due to an infection with pus at the pocket site, redness, pain and a low grade fever. Product will not be returned as patient refused. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.